Event description:
The case was an l4-5 decompression and l4-5 fusion with removal of l3 screws and l4-5 fixation and fusion of l4-5 with removal of hardware. During the removal of hardware, a driver broke off while attempting to remove a screw. The head of the driver broke off into the screw. The surgeon was able to retrieve the driver head from the screw. I spoke to the circulating nurse on this case, and she was able to verify that both parts of the driver that were retrieved were intact. The manufacture of this driver is medtronic. Our vendor for medtronic was available that day and was made aware of the broken equipment. She took the broken equipment and is following up with replacement needs. The patient was unharmed during this event. Manufacturer response for screwdriver, n/a (per site reporter).